Event description:
It was reported that externalized conductors were noted via fluoroscopy. Elevated capture threshold was found. Lead was explanted and replaced.

Manufacturer narrative:
The distal tip portion of the lead was returned. Internal insulation abrasion breaching the re lumen was noted 7.5 to 9.0cm from the distal tip. The re conductor etfe was intact. Internal insulation abrasion breaching the rv lumen was noted between 8.2 to 11.5cm from the distal tip. Internal insulation abrasion breaching the re lumen was noted at 11.0 to 12.7cm from the distal tip. The re conductor etfe insulation was intact.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.